Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic stated that the reservoir had air bubble anomaly. Customer stated that they did not receive any alarm related to the issue. No harm requiring medical intervention was reported. The reservoir will be not returned for analysis.